Manufacturer narrative:
The device serial number is not known. The manufacturer¿s international service technician replaced the battery with another one and there were no problems. He determined that the new battery had malfunctioned. The battery was not returned for analysis.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The international sales representative was checking the v60 vent at sales office. When plugged v60 vent to ac power and did a trial run, "check battery" alarm was announced. There was no patient involvement.